Event description:
This was a trauma case with a burst fracture at l5. The plan was to place screws in the levels of l4, s1 and s2. Everything started off smooth and nate had the CT loaded and screws planned as I arrived. It was mentioned that there have been some struggles obtaining a successful merge so we planned screws at l3 and l5 just for merge purposes. Dr. Came in and took a look at the plan and only made minor manipulations. All creo mis instruments were verified with no issues before he entered the room. The patient was prepped, positioned and the the lopro quatro spike and surveillance marker were placed. The c-arm was then brought in to take shots for the merge. The merge was successful and approved by dr. So the robot was brought into the field and ready too navigate. We started with the first screw at l4l and the workflow was burr, pilot drill, tap, and then screw. The burr and pilot were powered and the tap and screws were used with a ratcheting t handle. When placing the first screw, it seemed to be lateral to the plan so it was removed and reinserted with success (confirmed with the c-arm). The remaining screws were inserted right on plan (according to nav), but when we took the confirmation x-ray l2l was way off and breached medial* (see image below). This was quite odd as the screw looked perfect to plan when inserted, but was obviously not in the correct location. The screw was then removed and a second attempt was tried with the same result. The plan was then manipulated and a third attempt with the robot showed the same result. After three failed attempts the chicken foot was brought in for landmark checks using the previous placed screws as this was an mis case. Dr. Placed the chicken foot into every tulip and it was perfectly accurate on all screws and even went down the plan (in bone) when checking the pilot hole for s2l. We tried one more time to place s2l after manipulating the plan and the same result was seen. The trajectory just seemed to follow the initial path no matter how it was manipulated. After these failed attempts dr.decided he would just freehand nav the screw, but that was unsuccessful as well. The navigation showed we were in the correct location, but the c-arm did not agree. After several attempts with the robot, and freehand, dr. Decided to leave this screw out because he could not get an optimal trajectory for the screw placement. The most perplexing part of this issue was that the navigation showed this screw plan to be accurate and in bone, but again the c-arm showed differently.

Manufacturer narrative:
This report is being resubmitted for an incident that occurred earlier. Investigation revealed that there was no system malfunction. Engineering evaluations revealed that there was no system malfunction. Investigation fo the case logs revealed that the root cause was user technique. The preoperative merge contains shifts for the levels of l4 and s2. For l4 the ap merge contains a rotational shift. For s2 the lateral merge contains a rotational shift. Merge shifts can cause navigation integrity issues and lead to the misplacement of screws. The user must verify the merge before proceeding to navigation. Additionally, during the insertion of the misplaced screws, the software detected excessive forces on the load cell during bone work. This is the result of skiving forces detected while a tool is inserted in the end effector. Software correctly detected the warning and alerted the user. The cause of the reported issue was traced to user technique.